Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received a button error alarm. The buttons were unresponsive. Troubleshooting was performed. The time did not appear on the screen. The blood sugar is unknown. Customer's blood glucose level was not reported. The device will be returned.

Manufacturer narrative:
No button error alarm noted. However act and esc buttons did not respond due to corroded keypad traces. No frozen screen noted. Time advanced properly. The insulin pump was received with minor scratched display window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip and missing end cap sticker.